Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range. The lead remains in service. No additional adverse patient effects were reported.